Manufacturer narrative:
Unit received with e52 alarm loop during power up. Unable to perform displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery tests or verify a33 alarm due to e52 alarm. Pump history download using thds was successful. However, there is no data available on event date, unable to perform data analysis for a33 alarms complaint. Swapping out test boards confirms e52 alarmed is isolated to mother board. No moisture damage found on the electronics, motor, battery tube and vibrator assembly noted. Motor failed encoder signal out of phase at motor test. The test reservoir locked in place properly and no anomaly noted. Unit had scratched case, cracked battery tube threads, cracked reservoir tube lip, stained end cap sticker, stained address/serial number label. Unable to confirm a33 alarm due to e52 alarm. E52 alarm is isolated to mother board confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received by medtronic indicated that the customer reported that the pump occurred the "aa33" alarm. Troubleshooting was not performed. No harm requiring medical intervention was reported. It is unknown whether the customer will continue or discontinue to use the device and the insulin pump will not be returned for failure analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.